Event description:
Pre infusion checklist completed, no contraindication to treatment. Weight 111.8kg today. Two attempts at accessing new, right chest port were unsuccessful, suspect that this port is possibly "flipped". The patient reports that the port was more swollen, or "bulging" after insertion than with previous port placements. No swelling noted today. Dr (B)(6) office was called and left message with office staff to advise. Patient wished to receive her infusion today. #24 piv (peripheral intravenous line) placed left ac (anticubital fossa). Gamunex-c 112gms infused per titration rates. At end of infusion, the patient reported itching to bilateral arms. 25mg IV (intravenous) benadryl given and ns bolus was started. Only 500ml of 1000ml ns (normal saline) bolus was infused as piv occluded. The patient reported that itching of arms was much improved by the end of ns infusion. Tomorrows infusion cancelled as the patient will go to the (B)(6) tomorrow morning to have her port assessed.